Event description:
Sales rep reported on (B)(6) 2026 that a surgeon reported a broken mtpl-7 found after performing post op x-rays (date of x-rays are unknown) but the original implant date was (B)(6) 2025. The surgeon plans to remove the hardware/ culture and see how the patient does however the revision case is not scheduled. After 6 follow-up attempts to collect information about the patient, potential causes and information from the surgeon, the rep stated he does not have a lot of information to provide but he knows the joint did not heal. As of (B)(6) 2026 trimed has not received any additional information regarding the status of when the removal surgery will take place. X-rays were provided but as of (B)(6) 2026 the device remains implanted.